Event description:
Doctor was using a stapler within the abdomen. Stapler misfired and the doctor immediately passed stapler that misfired off the sterile field. New stapler was opened and given to doctor to use. No injury occurred to patient.